Manufacturer narrative:
(B)(4): product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Although no patient anatomical information was provided, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Furthermore, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. In this case, since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Return of the graftmaster may have ultimately aided the investigation in determining a cause for the reported complaint. It is possible that the stent interacted with the anatomy and/or the previously implanted stents during attempted advancement such that upon removal, the stent became disrupted on the balloon and dislodged, though this cannot be confirmed. The reported device embedded in the vessel and additional therapy/non-surgical treatment appear to be a secondary effects of the reported failure to advance and stent dislodgement as the dislodged stent was crushed against the vessel wall. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the information received from the complaint, the reported failure to advance appears to be related to circumstances of the procedure; however, without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined.

Event description:
It was reported that after a non-abbott stent was implanted in the circumflex, a perforation was noted. A trek balloon catheter was used to seal the perforation and then another non-abbott stent was implanted proximal to the first one. The physician then moved to the right coronary artery and finished work there; however, when the circumflex was viewed again, the perforation was still leaking. Tamponade occurred and a pericardiocentesis was performed. The graftmaster was chosen for use but it would not cross through the proximal stent previously implanted and when it was removed from the patient, the graftmaster was seen floating in the patient. No resistance was met upon removal of the graftmaster. Using a trek balloon catheter, the stent was compressed against the vessel wall and then a 3.0 x 15 vision stent was implanted in order to pin the graftmaster against the vessel wall. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.